Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad response, which was experienced during evaluation and is considered confirmed. Evaluation found the keypad to have an intermittent response in the second column keys, which was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device had an intermittent keypad response. There was no patient involvement.